Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the lead ¿failed.¿ during the procedure, the ¿guide wire¿ would not come out of the lead. This was discovered when the surgeon was trying to keep the lead in place while removing the ¿guide wire.¿ the lead was replaced with a new lead and the issue was resolved. No further information was provided. A follow up report will be sent if additional information is received.